Event description:
The clinician reports the implant was inserted 2023(B)(6)in ada 5. On 2023-(B)(6), non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.